Manufacturer narrative:
Analysis of the returned device was completed by on 3/28/2024. The results are below: the event log was reviewed, and there is a line that indicates an abrupt power off took place without any alert or alarm. During functional testing, the reported problem was duplicated. A new 87.3 ml infusion was started, and the pump powered off right away. A new battery was put into the pump, battery reset was completed, and the infusion was restarted again. The issue was repeated again even with a brand new battery put into the pump.

Event description:
On 02/29/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.